Event description:
Device issue: leak. Adverse event (ae): death. Onset of ae: during the procedure. It was reported that during a mid-distal interventional procedure, in the mid to distal left anterior descending (lad) artery, a perforation occurred from a non-abbott stent. A 3.5 x 26 mm jostent graftmaster failed to cross the lesion, so a 3.0 x 19 mm graftmaster was advanced and deployed at the perforation, but failed to seal the perforation. Cardiac tamponade resulted and pericardiocentesis was performed. The pt went into cardio-pulmonary arrest. Advanced cardiac life support was initiated but the pt expired. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A f/u report will be submitted with all additional relevant information. The other graftmaster (12745-26, 595671) is being reported under a separate MFR number.